Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging that their onetouch ultralink meter was reading inaccurately high compared to another meter. The customer care advocate spoke with the patient on (B)(6) with follow up questions from the medical surveillance specialist. The patient reported obtaining a blood glucose reading of ¿97mg/dl¿ on the subject meter and ¿41mg/dl¿ on an ambulance meter, obtained within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. Prior to obtaining the alleged inaccurate readings the patient reported last testing their blood glucose half an hour earlier. The patient reported obtaining a blood glucose reading of ¿300mg/dl¿ and stated that they had been running high for 24 hours. The patient manages their diabetes with an insulin pump and stated that they had been giving themselves insulin for the past 24 hours in response to continuous high readings. The patient reported developing symptoms of ¿sweating, nodding head and felt low¿. The patient reported testing their blood glucose at this time and obtained a reading of ¿103mg/dl¿ on the subject meter. The patient reported self-treating their symptoms with food. The patient¿s spouse contacted an ambulance. When the ambulance arrived they obtained the reported inaccurate readings and treated the patient with orange juice. The patient stated that their symptoms were caused by ¿being out in the heat and mowing the grass¿ and stated their ¿sugar can drop at any moment no matter what they were doing or eating¿. At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner¿s booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement test strips and control solution were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. Although the patient was treated by a health care professional for hypoglycemia, the patient was symptomatic prior to the start of the alleged issue. The patient did not allege that the symptoms were caused by the reported product issue. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.